Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for a patient in the transition between the superficial femoral artery and the popliteal artery for the treatment of popliteal artery aneurysm. An 8fr cross-over sheath (cook medical) was used during this procedure. The viabahn device was advanced without any problem. When the deployment was initiated, there was strong resistance after approximately 20 cm of the deployment line was released. Changing the position could not resolve this. The viabahn device was then removed together with the sheath. The procedure was successfully completed with a new viabahn device and a new access point. The was patient well after the procedure and there was no harm to the patient. The physician had no suspicion why there was a strong resistance when the deployment line was released after about 20 cm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other, h6 codes b21, c21: the device is in transition to gore. When received, the device will be evaluated. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was intended to be implanted for a patient in the transition between the superficial femoral artery and the popliteal artery for the treatment of popliteal artery aneurysm. An 8fr cross-over sheath (cook medical) was used during this procedure. The viabahn device was advanced without any problem. When the deployment was initiated, there was strong resistance after approximately 20 cm of the deployment line was released. Changing the position could not resolve this. The viabahn device was then removed together with the sheath. The procedure was successfully completed with a new viabahn device and a new access point. The patient was well after the procedure and there was no harm to the patient. The physician had no suspicion why there was a strong resistance when the deployment line was released after about 20 cm.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other, h6 codes b01, c19, d15: product investigation report conclusion - the primary reported failure mode, related to excessive force required during deployment, was consistent with the findings of a knot at the distal tip, damaged dual lumen, excessive zipper twist, and broken deployment line fibers. As reported, there was strong resistance after approximately 20 cm of the deployment line was released during deployment, so deployment was aborted; the physician had no suspicion why there was a strong resistance when the deployment line was released after about 20 cm. The engineering evaluation noted that the root cause of the failure to deploy is unclear due to the catheter damage within the sheath; depending on the nature and timing of the catheter damage, it is plausible that friction with the sheath may also have contributed or potentially caused the failure to deploy. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.